Event description:
Patient came to emergency department because his single lumen PICC was leaking at hub. PICC was contaminated and had to be replaced. Patient has a PICC for long term antibiotic use at home. The dressing that we are using is the institution standard ---the sorbaview shield. The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.